Event description:
Boston scientific became aware of an event involving an spaceoar device system through the article, combining external beam radiation, brachytherapy, and rectal hydrogel spacer for prostate cancer: a study of gastrointestinal toxicity and implant quality written by parisa shamsesfandabadi md et al. Per the article, between 2020 to 2022, 128 men who had hydrogel spacer followed by external beam radiation therapy (ebrt) and brachytherapy were assessed for gastrointestinal complications. It was also noted that the study evaluated rectal wall infiltration (rwi) using the scoring method (0-3) based on computed tomography (CT) scans after the placement, where 0 indicates no rwi, 1 minimal rwi, 2 represents moderate rwi and 3 significant rwi. As a result, 8,6% of patients had grade 1 or 2 rectal toxicity, with 91,94% having no bowel symptoms. This report has been created to capture the allegation of rectal wall infiltration not related to the rectal toxicity mentioned in the article. At the time of this report, it is indicated rectal wall infiltration occurred, however it is unkown the number of patients that experienced a rectal wall infiltration. No adverse events related to the device have been reported.

Manufacturer narrative:
Block b3: the exact date of the event is unknown. The provided event date, 01/01/2023, was chosen as the best estimate based on year the article was published. Blocks d4 and h4: the complainant was unable to report the upn/lot number; therefore, the manufacture date and expiration date are unknown. Block g2: literature source shamsesfandabadi p et al. Combining external beam radiation, brachytherapy and rectal hydrogel spacer for prostate cancer: a study of gastrointestinal toxicity and implant quality. Brachytherapy (2023); 22(5): s103. Block h6: imdrf device code a1502 captures the reportable event of gel-misplacement no vascular.